Event description:
It was reported that the patient underwent a pelvic floor repair and sling procedure. Postoperatively, the patient has a fixed urethra (q-tip < 10 degrees) and uterine ovarian plexus of 55cm. The patient has had increased intrinsic sphincter deficiency following the procedure. The physician plans to treat the patient's condition with collagen injections.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.